Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that during the patient transfer the maxi twin lift was tilted sideways and the pt fell on the bed. No injuries were reported as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault descriptions (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (maxi twin) and the sling was being used for patient handling at the time of the event. No malfunction could be found on the maxi twin lift and the sling that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh rep found the lift and the sling in good condition. Therefore, the maxi twin and the sling which work as a system were found to have been to specification when the event took place. As required per iso 10535, a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the maxi twin does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the maxi twin was not correctly position above the bed. This would mean that the hanger bar was not positioned over the center of the bed. In such a situation to bring the pt over the center of the bed the caregiver may have decided to pull the pt into place which can destabilize the lift. It appears more likely that the person in the sling was vehemently pulled into the desired position and the lift toppled over in the direction that was pulled. This constitutes a use error; not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the pt as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our eval appears to be in line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed, the event would have been avoided. It appears more likely that the training provided for the facility staff involved was insufficient. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents.

Event description:
(B)(4).